Event description:
It was reported that after a supply change, the ilet pump presented consecutive stalled motor alarms that paused insulin delivery, and the user performed a restart and multiple full supply changes; insulin delivery was resumed after correctly reloading a new cartridge, attaching the adapter, priming to visible drops, and replacing the teflon inset. Symptoms included hyperglycemia with dizziness and nausea. Outcomes included no long-term health impact as glucose trended down after resumption of therapy. Investigation included user interviews and analysis of information provided. Investigation of this case revealed a mechanical problem associated with a stalled motor alarm and user setup sequence error, with no confirmed manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.